Manufacturer narrative:
The report from the field indicated that: the patient was undergoing embolization of an arteriovenous malformation (avm) in th brain. The product was intact when removed from the package. The physician put pva particles through the microcatheter to the avm, which went smoothly. He then placed gel foam in the microcatheter, and pushed it through with a 1cc syringe. Contrast was noted on fluoroscopy to be leaking out into the internal carotid artery through a hole in the distal portion of the microcatheter. The microcatheter was immediately removed and replaced with an identical one. The procedure was successfully completed. The patient was neurologically intact; there was no injury. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days of receipt.

Event description:
Hole in microcatheter.